Manufacturer narrative:
Patient was almost not receptive for the general anaesthesia. The surgery was very painful. Insertion post could not be removed from dental implant. The implant needed to explanted. The insertion post is inconspicuous. It can be clearly determined that the screw of the insertion post has been improperly strained. No product problem detected. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Patient was almost not receptive for the general anaesthesia. The surgery was very painful. Insertion post could not be removed from dental implant. The implant needed to explanted.